Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter was cracked during blood draw of one patient resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were visually inspected, and no cracked female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. The bd business team regularly reviews the collected data for the identification of emerging trends.